Event description:
It was reported the patient presented for follow-up in clinic experiencing dizziness. During interrogation, it was discovered the ventricular leadless pacemaker exhibited increased capture thresholds which resulted in loss of capture. Programming changes were implemented. The patient was in stable condition.